Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was the mid-distal right coronary artery which had moderate tortuosity, moderate calcification, and 90% stenosis. The voyager balloon ruptured at 10 atm, which may have been caused by the calcification. Another company's stent was deployed and the procedure was completed. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation- quality engineering reviewed the incident information. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, pt anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. The reported discrepancy appears to be related to the circumstances of the procedure, however, without the device to examine, no determination can be made as the definitive root cause.